Manufacturer narrative:
(B)(4). Additional information: the following information was requested, but unavailable: what type of procedure was the device used in? What confirmation was received that the device was fully fired? Where within the gap setting scale was the orange indicator prior to firing? Did the device staple? If the device stapled was the staple line complete? If the device stapled, what was the appearance of the deployed staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut was the cut line fully circumferential around the target tissue? Were there any issues with removal? How was the case completed? The analysis results found that the sdh29a arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were staples present. A new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure, it got stuck when firing. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.